Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified artery. A 3.0mm x 220mm x 150cm balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.